Event description:
It was reported that the device was at eri (2.61v). The patient presented to the ER because he said he felt like there was electricity going through his body. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was at eri (2.61v) and had a high impedance of 8000 ohms. The patient presented to the ER because he said he felt like there was electricity going through his body. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.